Event description:
A malfunction was reported on the pump by the caller, indicating a specific malfunction code and additional details. There was no adverse impact on the customer's blood glucose level, as it did not exceed critical thresholds. Customer technical support (cts) addressed the issue by arranging a replacement for the faulty pump, with instructions for the customer to use manual daily injections as a backup therapy. The customer was informed that the replacement pump would have different software, and guidance was provided on returning the malfunctioning pump, programming the new device, and connecting it to the continuous glucose monitor. The customer acknowledged all instructions from cts.